Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date and suture was used. The needle was broken at one-fifth from the needle tip during use. Further details were not provided. There were no adverse consequences to the patient.